Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit displayed error messages "e03" and "e08" while on channel b. The user facility's biomedical engineer (biomed) reset the breakers and the problem persists. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field svc rep (fsr) arrived at the customer's on (B)(4) 2014. The fsr found the unit to be operating normal. The reported issue happened on the b channel which is the side the customer heats from. The customer used tubing that was not reinforced, so when it gets hot, it kinks easy causing an overheat incident. The fsr advised the customer of this issue in the past and currently. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.